Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath when a non-medtronic product was inserted in the sheath. The sheath was replaced and the issue resolved. The cryoablation procedure was completed and no patient complications were reported.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of flexcath advance sheath 4fc12 / 24042-43 showed the device was intact with no apparent issues. The reported air ingress during aspiration could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks and the hemostatic valve was leak tight. Valve assembly was leak tight as well. The reported issue (air ingress aspiration) has not been confirmed through testing. Flexcath advance 4fc12 / 24042-43 passed the returned product inspection.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.